Event description:
Additional information received reported the pump was beeping. The patient had started having increased spasms the day prior to the date of the initial report. The patient was going through "some withdrawals." It took the patient "from friday" to realize that the pump was beeping because he thought it was his computer.

Event description:
A healthcare provider indicated that the patient missed their refill, and the pump reservoir had been empty for a "couple" days. The patient was tachycardic, with a heart rate of 140. Drug delivered via the report was lioresal 2000mcg/ml at a daily dose of 230mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catheter model: 8703w, lot #: l52363, implanted: (B)(6) 1998, explanted: unk.